Event description:
Customer reported that the pump's usb port was damaged and required the cord to be wiggled for connection. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.